Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced weakness following the implant of their heart failure sensor. As a result, the patient was hospitalized for recovery. It was noted the patient's issue was possibly procedure related. Also, this report is in reference to a clinical study patient.

Event description:
Follow up revealed that the patient's issue has been resolved. In addition, the patient has been able to take regular pressure readings.